Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4 medical device lot#: 0000346801 was reported, however, this is not a lot number manufactured for the reported catalog number. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® one use holder, there is a molding defect that prevents assembly of the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd determined that the root cause of the indicated failure mode was attributed to the supplier. The supplier initiated actions to address the noted issue during production and inspected the resulting product prior to release. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® one use holder, there is a molding defect that prevents assembly of the needle. No adverse impact was reported regarding the patient or user.